Event description:
A complaint was received from a customer that reported portions of the segments within the display were missing. While on the phone a review of the system was conducted. Segments were observed missing in the "hundreds, tens and units" digits. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.